Manufacturer narrative:
The rapid infuser, fms 2000 was returned to belmont for investigation on 12/8/2021; evaluation of the unit is in process. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser displays the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. Certain infusates are contraindicated and may lead to clot formation inside the heat exhcanger, which can block blood flow and result in an "over temperature" alarm. The clinicians reported that only prbcs were infused. There was no report of damage to the disposable set. It is unclear at this time what caused the reported "overheat." It was reported that the patient death was not related to the device or due to the reported overheat. Belmont has followed up with the hospital to determine the status of the disposable set, as well as the status of the patient prior to the incident. As of the date of this report no additional information has been received. The manufacturing records for this serial number were reviewed and no anomalies were identified. A follow-up report will be submitted upon completion of the investigation.

Event description:
The user facility reported that the rapid infuser, fms 2000 "overheated." The patient deceased, however it was reported that the death was not due to the system or to the reported overheat.